Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the reload couldn't be set up to the device. The device was not used. Another device was used to complete the procedure. Additional information received via email. Can you confirm that product is available and will be returned for evaluation? The device is being shipped for analysis. What is the etching number of the egia ultra handle used (see attached photo, found on the handle of the device)? Asku. Could you please provide the UDI# (see attached, red box) for the handle used in the procedure? Asku. What is the product ID and lot number for the reload used with this stapler? If the customer cannot supply the product ID or lot number, was the reload a universal roticulator sulu, a straight sulu, or a tri-staple reload? Egia 60 amt or egia 45 amt, the nurse can't really remember as the event is from last (B)(6).. Could you please provide the UDI# (see attached, red box) for the reload used in the procedure? Asku was any reinforcement material used in conjunction with the stapling device? Asku what surgical procedure was being performed? Asku. What is the patient age, weight, gender, race, ethnicity, or patient identifier (i.e. Initials or ID number, not the full name of the patient)? Asku . Was surgical time extended by more than 30 minutes due to the product problem? Asku a) was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) Asku.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one single use instrument. Visual inspection of the instrument noted that the articulation lever had disengaged from the rotation collar. Insufficient material transfer was observed on the lever, suggesting improper assembly of the articulation lever. The articulation function could not be tested due to the disengaged lever. Visual and functional testing of the returned product confirmed the product did not meet specifications that were tested regarding the reported condition was confirmed due to the articulation lever was missing from the device. Engineering evaluation of the weld on the articulation lever suggests an irregularity in the ultrasonic welding process. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the reload couldn't be set up to the device. The device was not used. Another device was used to complete the procedure.